Event description:
It was reported that during an open pancreatectomy splenectomy procedure, the device's white tissue pad came off of the jaw during use. The surgeon noticed that the shaft of the device was also loose and wobbly. No piece of the pad fell into the pt. There was no adverse consequence to the pt reported. Device was discarded.

Manufacturer narrative:
Date sent: 06/05/2009. Information not available, device not returned for analysis.